Event description:
It was reported the generator had an error e006 during a transuretheral resection (tur) therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.